Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product : associated item number: 00711005836, item name: revision shell liner cemented 10 degree liner face angle oblique 36 mm i.d. For use with 58 mm o.d. Shell, lot # 61818659; associated item number: 00801803603, item name: femoral head sterile product do not resterilize 12/14 taper, lot # 61947614; associated item number: 00700005820, item name: trabecular metalâ¿¢ acetabular revision shell, lot # 61890775; associated item number: 00625006540, item name: bone screw self-tapping 6.5 mm dia. 40 mm length, lot # unknown; associated item number: 00625006520, item name: bone screw self-tapping 6.5 mm dia. 20 mm length, lot # unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent revision surgery due to bone fracture.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Additional: if follow-up, what type. Correction: outcomes attributed to adverse event, date of report, PMA/510k, g7, h6,and h10. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: bone fracture review of event description: it was reported, that a patient who is participating in a clinical study, was implanted with a cls stem and experienced a periprosthetic stem fracture. Subsequently, patient was revised 6 years post op. Review of received data - 8 x-rays were received and investigated with following outcome: event/deficiency description: a patient underwent a right hip surgery on (B)(6)2017. Subsequently the patient reported post-operative severe marked pain with severe limp and limitation of activities at 1 year follow up visit. The patient used 2 crutches or a walker. It was also noted that the patient had extreme difficulty washing/drying themselves, putting on socks, noted it was impossible to shop on their own, impossible to climb stairs, moderately painful to stand up, and troubled by pain nightly in bed. Assessment of imaging: poor quality imaging with poor resolution limiting evaluation of fine detail. Impressions: image 1 of 8: right total hip arthroplasty with possible subluxation of the femoral head from the acetabular component. 3 cerclage wires are present. Screw fixation of the acetabular cup. Image 2 of 8: right total hip arthroplasty with somewhat subluxed appearance of the femoral head from the acetabular cup. 3 cerclage wires are present. Fracture of the greater trochanter and oblique fracture of the medial cortex of the proximal femoral diaphysis image 3 of 8: right total hip arthroplasty with somewhat subluxed appearance of the right femoral head from the acetabular cup. Trochanters are intact. Oblique fracture medial cortex proximal femoral diaphysis. 3 cerclage wires are present. Image 4 of 8: fractured greater trochanter which appears to be displaced. Oblique fracture medial cortex proximal femoral diaphysis. Right total hip arthroplasty with somewhat subluxed appearance of the femoral head from the acetabular cup. Image 5 of 8: right total hip arthroplasty with 3 cerclage wires and somewhat subluxed appearance of the right femoral head from the acetabular cup. Image 6 of 8: right total hip arthroplasty with 3 cerclage wires and somewhat subluxed appearance of the right femoral head from the acetabular cup. Image 7: right femoral component with 3 cerclage wires seen. No obvious hardware failure or loosening. Image 8: ap film of the femoral stem with 3 cerclage wires and oblique fracture involving the medial cortex of the mid diaphysis of the right femur. No signs of radiolucency although image quality limits evaluation. Overall fit and alignment of the implants is appropriate. Osteopenia is present. On all of the images, there is a somewhat superficial appearance of the femoral head from the acetabular cup, no significant before meals on image 1 of 8 where the femoral head appears almost dislocated. Fracture greater trochanter is seen on image 2 of 8 and 4 of 8, possibly contributing to the patient's dislocation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - IFU, chapter adverse effects: the following adverse effects have been reported: periprosthetic fractures. Root cause analysis: root cause determination rmw: - aseptic loosening of stem, bone fracture due to insufficient primary stability due to design => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - aseptic loosening of stem, stress shielding, bone stock changes, osteolysis, bone fracture due to insufficient secondary stability due to design => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - leg length discrepancy, implant breakage, bone fracture due to wrong planning template used / misinterpretation of the x-ray templates regarding center of rotation/leg length/offset => possible, it is unknown if correct x-ray template was used. Therefore, this cause cannot be excluded. - implant breakage / post-operative (periprosthetic) bone fracture due to inappropriate advice by surgeon to inform patient on activities and limits. => possible, it is unknown if advice by surgeon to patient was appropriate. Conclusion summary: it was reported that a patient was implanted with a cls stem and experienced a periprosthetic bone fracture 10 years after implantation. X-ray investigation report state about oblique fracture involving the medial cortex of the mid diaphysis of the right femur. X-ray investigation report did also state that patient's hip shows alost dislocated. Report states no signs of radiolucency although image quality limits evaluation, overall fit and alignment of the implants is appropriate. Osteopenia is present. No operative notes, office visit notes or devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The circumstance of bone fracture is also unknown (e.g. Fall of patient, trauma situation...). The mentioned osteopenia could be a contributing factor for the occurrence of bone fracture. However, in conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is(B)(4).